Event description:
Customer obtained results of 344mg/dl, 244mg/dl, and 144mg/dl within 10 minutes on the accu-chek advantage/voicemate vsr system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.